Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose level. The alarm had not cleared at the time of report. Multiple follow up attempts were made by tandem technical support to ensure the alarm had cleared however no response was received from the customer.